Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was offline. The technical support specialist (tss) had attempted to contact the customer using the phone numbers provided, but none had been reachable. The tss had checked the station status on remote support system (rss) and found it online, then successfully dialed into the station then the tss had sent an email to the customer, who verified that the issue had been resolved, and the stations were functioning properly. Following this confirmation, the tss proceeded to close the case. E.1. Initial reporter facility: (B)(6) health care. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device was offline. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this incident.